Event description:
It was reported that there was a revision for leg length issues - it was too long. They revised stem and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding leg length involving a v40 femoral head was not confirmed.

Event description:
It was reported that there was a revision for leg length issues - it was too long. They revised stem and head.